Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the ok button was under responsive and the down arrow button was over responsive to button presses. There was no allegation of any over or under delivery of insulin related to the issue. The reporter confirmed that there was no known damage to the keypad related to the complaint and no noted moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.